Event description:
The customer has reported that a patient death occurred 8 months prior to this report and, that they had questions regarding the information on the strip and why was there not an alarm for the spo2.

Manufacturer narrative:
The customer has reported that a patient death occurred 8 months prior to this report and, that they had questions regarding the information on the strip and why was there not an alarm for the spo2. The pimr for this incident was generated in 2009, as a result of an incident that occurred about 6 months ago and was not reported to philips as a malfunction. A civil law suit has been issued against this site and the staff nurse is looking for answers to questions that she may be asked during the trial. These questions evolve around the mp70 monitor alarms behavior. Since this customer did not report any monitor malfunction during the time of the incident, and as currently, there are no logs or data available in order to determine how the incident occurred or if the monitor contributed to the incident, and since the customer continued to use the monitor providing therapy to other patients without a reported incident, we will consider that the monitor worked per its specifications and the issue is consistent with a user error. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.